Event description:
It was reported that the patient experienced pump malfunction leading to an inflatable penile prosthesis (ipp) revision procedure. During the surgery the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues due to the pump stopped working. The patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.